Manufacturer narrative:
D10: concomitants: 170-36-93 - biolox delta femoral head 36mm od, -3.5mm 4125078, 180-65-35 - alteon 6.5mm screw, 35mm 4136400, 186-01-52 - integrip cc, cluster 52mm, g2 4133353, 188-01-09 - wedge plasma x/o sz 9 3849918. Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Over the course of time after the surgical procedures, the patient experienced pain and discomfort in his right and left hips. On (B)(6) 2023, mr. (B)(6) followed up with dr. (B)(6) due to pain in his hips and because he felt that one leg was shorter than the other. At this visit, the doctor advised the patient of the recall and ordered further work-up, including bilateral CT scans of his hips, due to the recall. On (B)(6) 2023, the patient returned to the doctor for the results from the bilateral hip CT scans. The doctor advised that patient's right hip prosthesis looked affected by the recall but they would continue to monitor it¿s condition. As a result the patient has suffered physical and mental pain, disability, and disfigurement. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H11. Additional manufacturer narrative- additional information added.

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified, combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported prosthesis wear is a combination of risk factors including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2, g1. The following sections were corrected: b2, d4: model number, h6. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.